Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. Additionally, noise, oversensing, and inappropriate atrial tachy response (atr) episodes were noted. The atrial intrinsic amplitude was out of range due to the patients atrial fibrillation (af). The lead remains in service. No adverse patient effects were reported.